Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received to the manufacturer indicating the vns generator was replaced for prophylactic reasons and the lead was replaced due to a lead discontinuity at the (B)(6) 2011 vns revision surgery.

Event description:
It was reported that the pt had his vns lead and generator replaced due to an unk reason. The explanted lead and generator were returned and underwent analysis. Analysis of the lead found abraded openings in the inner and outer tubing that resulted in dried body fluids being present. No anomalies were found with the vns generator. Follow-up with the neurologist's office found that the pt's vns had been replaced due to high impedance. Chest x-rays were taken on (B)(6) 2011 that showed no anomalies. The x-rays will not be sent to the MFR for review. Diagnostics following replacement of the lead and generator showed a normal impedance of 2363 ohms. No lead fractures were noted during analysis of the lead however the electrode portion of the lead was not returned. No adverse events have been reported.